Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a primary set that was infusing normal saline burst inside the pump after infusing for a few minutes.

Manufacturer narrative:
The customer¿s report of the silicone segment separating from the upper fitment was confirmed. Visual inspection revealed that one end of the silicone pump segment was no longer attached to the upper fitment. The detached end of the silicone segment also appeared to be weakened, consistent with ballooning effects. After manually re-attaching the end of the pump segment to the upper fitment, functional testing was performed; no ballooning occurred. The set was then pressure tested and the observed bulge segment started to balloon at 10psi. The ballooned area appeared just below the area of engagement between the silicone pump segment and the upper fitment. The root cause of the separation and ballooning in the silicone segment could not be identified.

Event description:
The customer reported that a primary set that was infusing d5w burst inside the pump after infusing for a few minutes. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.